Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device remains in patient and was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. A possible cause of this type of event may be a reaction of the patient to the material(s) implanted or used during the implant procedure. Product directions for use warns of effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to materials must be considered prior to implantation.

Event description:
It was reported that the patient underwent an achilles tendon repair procedure on (B)(6) 2018. The case went smooth. The surgeon removed the bone spurs and used an achilles speedbridge, ar-8928bcj-cp, to repair the achilles tendon. The surgeon then used aflex201 for additional reinforcement of the achilles. Four months post-op, the patient is showing an inflammatory reaction at the surgical site. There is also bone distraction as well. The surgeon put the patient into the hospital for a bone biopsy and three phase bone scan to differentiate between an implant reaction or osteomyelitis. Additional information provided 6/26/2018: the surgeon has only removed the aflex only at this point (removed on (B)(6) 2018). The patient was admitted into the hospital and stayed a total of 5 days. No photos of the reaction were taken.